Event description:
During a remote follow-up, automatic mode switch (ams), over-sensing and varying low voltage impedance were detected on the device. No intervention was performed. The patient was stable and will continue to be monitored.